Manufacturer narrative:
Initial reporter name and address: reporting institution phone: (B)(6).

Event description:
The customer reported co2 re-inhalation, low tidal volume. The customer reported that the unit was not in use on a patient. The customer contacted product support and recommended checking the flow sensor. The authorized service personnel (asp) reported that confirmed reported problem. The machine rp-flow sensor assy is faulty. The (asp) replaced the rp-flow sensor assy. The device was returned to full functionality. Based on information provided and/or service performed, the customer's alleged malfunction was confirmed, or failed to meet specifications.